Event description:
According to the facility, "the stylet would not remove from the needle. The needle was removed and the doctor had to stick the patient again with another needle."

Manufacturer narrative:
According to the facility, "the stylet would not remove from the needle. The needle was removed and the doctor had to stick the patient again with another needle." Facility reports no harm to patient directly. No additional information at this time. The product has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated d9: returned to manufacturer and date returned. Updated h3: device evaluated by manufacturer. Updated h6: type of investigation (b). Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).